Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station was powered off. A field service engineer (fse) disconnected all the drawers one by one, while disconnecting the drawer 5.1 the station starts working. Fse replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and the download was stopped. However, there were no delays or adverse events or injuries reported based on this event.